Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: two call service 52 alarms errors were observed in the black box on (B)(6) 2014. Moisture was evident behind the display lens. Due to internal moisture damage, the pump powered on to the verify screen with a multicolored and distorted display. Additionally as a result of the internal moisture contamination, the keypad was unresponsive. No contamination or misaligned key contacts were found on the keypad. Moisture contamination was observed on the keypad wire. The battery compartment was observed to have a crack in the thread area. Evidence of moisture contamination was found throughout inside of pump. As a result of the moisture ingress, the call service alarms were not able to be fully investigated due to the unresponsive keypad.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a 052-0001 call service alarm issue. The alarm had reportedly emitted three times in the past thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.